Event description:
It was reported that the external pulse generator had an error code. This error occurred as it was powered up. The device passes the self test and is being retained by the customer. No patient involvement was reported in this event.

Manufacturer narrative:
Although this event occured at a children's hospital there is no patient involvement reported. Therefore the event is being submitted via bimonthly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.